Manufacturer narrative:
The date of event is unknown. A supplemental report will be submitted if provided. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction is cause traced to component failure. The likely cause of the micro connector unit in the scope connector and scope connector case unit being dirty due to water leakage was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a communication error 315, and the micro connector unit in the scope connector and scope connector case unit was dirty due to water leakage. There was no patient involvement.